Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the blue/green shrink peeled away from the core wire. The peeled section measures approximately 0.5 cm. The device closes up to the peeled section. Review and analysis of all available information indicates that the device was damaged before use. Therefore, the most probable root cause is handling damage. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteroscopic lithotripsy procedure performed on (B)(6) 2016. According to the complainant during preparation, it was observed that the ¿blue and green coating peeled off" when the stone cone nitinol urological retrieval coil was tested outside patient. The procedure was completed with another stone cone device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteroscopic lithotripsy procedure performed on (B)(6) 2016. According to the complainant during preparation, it was observed that the "blue and green coating peeled off" when the stone cone nitinol urological retrieval coil was tested outside patient. The procedure was completed with another stone cone device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".